Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the right ventricular lead integrity alert. On (B)(6) 2015, rv pacing impedance measured 2356 ohms. Impedance has been rising since (B)(6) 2015. Rv lead integrity warning occurred on (B)(6) 2015 for sensing integrity counts greater than 30 in 3 days and rv lead impedance variation in last 60 days. (B)(4).

Event description:
It was reported that the right ventricular lead had high impedance and a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The returned full lead was thoroughly analyzed electrically and visually in an attempt to find an explanation for the high impedance/possible fracture described in the event. There were no anomalies observed on the full lead. All electrical and visual analysis testing was within specified parameters. An in-vivo or extrinsic insulation breach or conductor fracture was not observed during analysis. The lead was returned with very minimal non-severe explant damage. Blood ingress was not observed.